Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed the right ventricular lead exhibiting high and varying high voltage impedance. The physician suspected an issue with the lead integrity but elected to continue to monitor the lead at this time. No further testing or intervention was performed. There were no adverse consequences to the patient.